Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inadequate tissue ingrowth is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done.

Event description:
Physician reported seri® surgical scaffold "did not incorporate" after placement during an unknown mammoplasty procedure.

Manufacturer narrative:
Additional information: describe event or problem. Clarification to the reported event: the event is no longer reportable as non-integration is not a serious injury. Per allergan healthcare professional, the time period required by the seri device for complete integration varies and is a function of multiple variables.

Event description:
Physician reported in (B)(6) 2014 patient underwent reconstruction revision at which time seri surgical scaffold was placed in the ¿sling¿ position to support a previously placed saline breast implant. In (B)(6) 2016, the patient underwent exchange of saline device for a silicone gel device, at which time it was noted that some portion of the ser had not integrated. The non-integrated part of the device was explanted and a new seri device was placed.